Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to look at system, when arrived at site they already rebooted the mobile view station (mvs)/ image acquisition system (ias) and the system functioned as expected. For precautionary measures a power switching board was shipped to site on 6/24/14 the fse replaced the power board on 7/3/14 and then tested system which passed. System was put back into service. Power switching board was sent back to manufacturer and evaluated. Analysis showed the issue could not confirm reported problem. In the complaint event summary it was stated rebooting mvs/ias fixed the problem. Software investigation concluded the problem was resolved by replacing the power switching board. Logs support this as a root cause. No further reported issues. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A field service engineer reported that the system intermittently displays "system booting please wait." Troubleshooting ¿ they rebooted the mobile view station (mvs) and image acquisition system (ias) and the system functioned as expected. The fse will go to site and determine the version of power switching board is required for replacement. There was no patient present when this issue was identified.